Manufacturer narrative:
Additional product code: pif. An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
The customer reported a call was received from a nursing assistant stating that the gastrostomy tube was displaced. The patient immediately called a family member who reported that since the gastrostomy tube was inserted, the drainage had been coming out through the wall and was gradually coming out. The gastrostomy plug was observed to have shifted by 1cc. During the evaluation, the patient coughed, and the gastrostomy plug was observed to have completely shifted when it came out. The balloon was observed to be uninflated. The client indicated that the device was not available for analysis as it was discarded for biosafety reasons after being deemed contaminated.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no samples returned for evaluation; therefore, the affected device could not be evaluated to confirm the reported failure mode. As such, a root cause could not be determined at this time. A supplier corrective action request has been sent to the supplier to further investigate and address the reported condition. We will continue to monitor related reports to determine if additional actions are necessary.